Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported event of fiber stopped working was confirmed as helium-neon (he-ne) functional testing identified a break in the fiber body between the control knob and distal tip. There was no fiber tip damaged identified. It is probable that the fiber body break occurred due to excessive manipulation/rough technique during the procedure. According to the instructions for use (IFU) do not retract, dissect, or probe tissue with the tip of the fiber. Damage may occur to the fiber tip. Although, analysis also identified devitrification at the fiber tip, please note devitrification is a normal degradation of the fiber that occurs through normal use. It is the result of the heat accumulation at the fiber tip causing the glass at the firing window to crystalize. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the product was returned for analysis to our post market quality assurance laboratory. Visual analysis identified there was a fiber body break between the control knob and the distal tip. Glass cap exhibited mild devitrification at the output window. The metal cap exhibited mild charred debris adhesion on the surface, which is indicative of heavy tissue contact. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. The fiber was functionally tested with the helium-neon (he-ne) laser fixture. The testing conducted showed the aiming beam appeared at the break location. Labeling review: a review of device instructions for use (IFU) was performed. The IFU states: do not retract, dissect, or probe tissue with the tip of the fiber. Damage may occur to the fiber tip. Caution: do not press the fiber end into the tissue, which will create stress between the fiber and the opening (edge) of the cystoscope. Damage to the fiber may result. Caution: do not bend the fiber at sharp angles. Damage may occur to the fiber. Investigation conclusion: based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was initially reported that during the photoselective vaporization of the prostate (pvp) procedure the fiber stopped working after 35,000 joules of use. A new fiber was used to complete the procedure with no clinical consequences to the patient. The fiber was returned, and analysis identified a fiber body break.